Event description:
The customer contact reported a leak of a radioisotope. The tubing set was being used to deliver an unspecified radioisotope. After an unspecified length of time in use, the customer contact noted an unspecified volume of solution leaked from the clave port. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported exposure or adverse effects to the pt or the healthcare professional. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers. The possible lot numbers are 64133ns, 60103ns, and 63146ns. Due to hazardous contamination, the device will not be returned for investigation.